Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump battery life was not lasting as long as expected. The battery compartment was also allegedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated multiple low battery warnings with code 177 and two replace battery alarms with code 128, as well as evidence of excessive battery usage. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap did no secure properly to the pump; however, a power loss was not observed. Current draws did not measure within specifications. The pump case was removed and evidence of moisture ingress was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.